Manufacturer narrative:
The insulin pump unable to prime during prime/ compromised force sensor alarm test due to faulty force sensor resistor (gold).the pump passed displacement and basic occlusion tests. No motor error alarms noted. The motor tested ok. Analysis was unable to confirm excessive no delivery alarms due to prime anomaly. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 99 mg/dl. The customer states the pump was not exposed to a high magnetic field, but she did have an MRI month prior. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.